Manufacturer narrative:
Product ID: 990063-030 product type: mapping catheter; product ID: 4fc12 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter and mapping catheter was assembled, the sheath was inserted into the left atrium after completing the transeptal puncture. A mass was discovered above the femoral vein puncture point. It was later confirmed that the femoral artery had ruptured. The case was aborted and the patient was not under general anesthesia. The patient was transferred to the vascular surgery for consultation and treatment. The femoral artery was closed and treatment was scheduled for a later date. The patients hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37177 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated the catheter was not used for applications. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of a femoral rupture and a hematoma occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.